Event description:
Boston scientific crm received info that this atrial lead dislodged. A revision was attempted three times without success. A new atrial lead, of the same model, was implanted successfully. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The cuttings in the outer insulation are most likely due to the explantation procedure.